Manufacturer narrative:
(B)(6).

Event description:
It was reported that device contamination occurred. A 300cm, 8cm v-18 control wire guidewire was selected for use. However, during unpacking, it was noticed that the plastic seal was open. The device was not completely sealed that may caused by malposed of the plastic seal. The procedure was completed with another of the same device.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned inside of a protective hoop and together with a torque device inside of its original sealed pouch. The original pouch of the guidewire was not returned. The pouch where the torque device was packaged was in good condition, without damages and correctly sealed. The torque device did not show visible damages. The guidewire was correctly inserted inside the protective hoop and the protective hoop looked in good conditions. No visual damages were found in the device.

Event description:
It was reported that device contamination occurred. A 300cm, 8cm v-18 control wire guidewire was selected for use. However, during unpacking, it was noticed that the plastic seal was open. The device was not completely sealed that may caused by malposed of the plastic seal. The procedure was completed with another of the same device.